Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: wedge resection. According to the reporter: the device locked on tissue. The instrument was resected with the use of another device. Surgery time extension was reported as 20 minutes. Another device was used to finish the case.